Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The reason for reoperation was rupture. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Health professional reported a right side rupture and "exchange from textured to smooth breast implants due to the patient¿s concern with the product". Device has been explanted.

Event description:
Health professional reported a right side rupture and "exchange from textured to smooth breast implants due to the patient¿s concern with the product". Device has been explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified the device to be underweight, red particles, and an opening. A microscopic analysis was performed which identified a sharp edge opening assessed as unidentified tear opening. A dimension measurement of the shell was performed which identified the thickness to be within specification. Based on the device analysis the final assessment is a sharp opening on posterior due to an unidentified (tear) opening.